Event description:
It was reported that there was an unspecified "equipment malfunction." The customer then reported that there was an "over infusion" event involving heparin. The infusion was ordered for 17ml but the device allegedly over infused the programmed rate. Although asked, no further information was provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.